Manufacturer narrative:
Product event summary: the data files and the device, arctic front advance 2af284 with lot number 67615-13, were returned and analyzed. The data files showed at least fourteen applications were performed with the returned catheter. A notice showed an ¿out of memory¿ notice at application number one and a system notice was received indicating that the refrigerant delivery path was obstructed (system notice (B)(4)) at application number fourteen. Data files also showed a drop of temperature at application number fourteen in the ablation phase. The files also confirmed persistent system notices which indicated that the safety system detected fluid in the catheter and stopped the injection and that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled (system notices (B)(4)). In total, there were three system notice of (B)(4) and nine (B)(4) notices and five (B)(4) notices which were received during the case. The catheter was visually inspected which demonstrated the balloon catheter was still inserted in the sheath and the catheter tip and balloon section were visible out of the sheath. The coaxial connector of the balloon catheter was full of blood. The inner and outer balloons were ruptured along their equators. Based upon compatibility check done between the upper and lower parts of the ruptured balloons, and a piece of the inner balloon that was separated during visual inspection, the balloons were not fragmented when ruptured. Visual inspection further revealed both thermocouple (tc) and leak detection wires were broken next to their distal end. Further inspection indicated that the clear polyester sleeve, injection coil and marker ring, all were loose and could move. Dissection showed the shaft of the catheter was kinked. Additionally, the guide wire lumen was kinked, twisted, and a breached at 1.48 inches from the tip. Dissection of the catheter handle showed it to be full of blood. Additionally, blood was present in the outer and main vacuum chambers inside the y-block, along all the vacuum lines, and crossing through the blood detection board. In conclusion, the reported issue of balloon rupture had been confirmed through testing. The reported system notices have been confirmed through testing. The catheter failed the returned product inspection due to a double balloon rupture, tc and leak wire breakage, guide wire lumen kink, twist and breach.

Event description:
It was reported that during a cryo ablation procedure a system notice occurred on the first therapy indicating that the refrigerant delivery path was obstructed. The notice was bypassed, no products were exchanged, and application of the next therapy did not reproduce the system notice. When ablating in the right inferior pulmonary vein (ripv), a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. At the time of the notice the physician felt a "pop" and felt that there was a balloon rupture and blood was visible at the coaxial umbilical cable. While applying the therapy it was noted that temperature was dropping faster than expected. Upon feeling the rupture, the patient became bradycardiac and hypotensive. Air was observed in the left ventricular (lv) on fluoroscopy. Vasopressors and increased oxygen along with rv pacing were utilized to stabilize vital signs. An attempt to aspirate the air was attempted via a retrograde aortic approach and by the time the physician attempted to gain access, the air had dissolved. The procedure was aborted and the balloon catheter was removed under fluoroscopy guidance as there was difficulty removing the catheter through the sheath due to balloon material over the distal tip of the catheter shaft; a vascular surgeon was consulted for removal of the catheter through the groin. Postoperatively, the patient was awoken f rom general anesthesia and was reported to be hemodynamically stable with pulses present and alert and oriented. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.